Event description:
Additional information received reported the patient's spasticity was controlled, but the fever was not resolved. There was no information "about if the patient has recovered at this point". The implant date was also confirmed.

Event description:
It was reported that on (B)(6) 2015 the patient developed pyrexia. On (B)(6) 2015, there was report that the hospitalized patient (dosage reduced from 200 mcg/day to 160 mcg/day last month) was sick with a near-40 degree fever. A future follow-up to check the patient's activity/device check had been requested due to a magnetic resonance imaging (MRI) scan that was to occur. On (B)(6) 2014, it was further reported that the patient received his pump implant at a rehabilitation center and had difficulty controlling it, the spastic symptoms, afterwards. The catheter imaging was performed once, but no problems were observed. For personal reasons, the patient was transferred to a particular hospital. Afterwards, a physician at that hospital immediately determined that the patient's movements in his lower limbs, which he could not fully control, were not due to clonus. For this reason, it was determined that spasticity could be fully controlled by itb therapy. However, because of itb, the dosage was excessive and was considered too high, the dosage was reduced last month from 200 to 160 mcg/day. The patient's condition had not changed at all as of (B)(6) 2015 and the patient had not shown any symptoms of withdrawal. After conducting an MRI, the patient's activity was checked. There were no problems and the patient had recovered. The risk of developing a fever due to infection was negated, but it seems like antibiotics were already being administered. It was also reported as although there was very little possibility of infection causing the fever, antibiotics were being administered. Spasticity did not change as the dosage was reduced again from 160 to 130 mcg/day. It was determined that catheter imaging was not necessary. A refill had been scheduled for (B)(6) 2015 and the variability rate will be checked then as a pump operability test was scheduled for that day. Further, regarding intrathecal baclofen therapy (itb), the patient showed no symptoms of withdrawal whatsoever and was able to control the spasticity. There was also no risk of meningitis. The outcome was reported as not recovered. This was unrelated to the investigational drug, catheter, pump, programmer and the procedure. This device system delivered gabalon. The implant dates were reported as (B)(6) 2008 and (B)(6) 20014. Additional information was requested to clarify implant dates, patient symptoms, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), product type catheter. (B)(4).